Event description:
It was reported that during a shoulder procedure using a 1.8mm q-fix all suture anchor, the initial anchor prematurely deployed and had to be removed. A second 1.8mm q-fix all suture anchor was inserted, however, failed to deploy, getting stuck in the insertion shaft.